Event description:
A report was received that during an elective explant procedure, one of the contacts fell off the lead. The contact was removed from the patient and the patient is reportedly doing well.

Event description:
A report was received that during an elective explant procedure, one of the contacts fell off the lead. The contact was removed from the patient and the patient is reportedly doing well.

Manufacturer narrative:
A returned product analysis indicated that the complaint of the lead having a damaged contact couldn't be confirmed. All the contacts of the leads are intact. Damage to the lead body of sn (B)(4) is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2138-70 serial# (B)(4) description: linear lead, 70 cm with pre-loaded 0.012 inches stylet.